Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The catheter shaft was checked for damage. Inspection of the catheter shaft showed that it had a kink approximately 126.5cm from the tip. This kink would cause the guidewire to stick or not move smoothly through the guidewire lumen. The wire was removed by cutting the shaft just distal to the kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there was guidewire entrapment. A 2.1 mm jetstream® xc atherectomy catheter and thruway guidewire were selected for an atherectomy procedure in the left leg. The procedure was completed with this device. When the device was being removed from the patient, it became entrapped on the guidewire and rex mode would not work. The wire and catheter were removed together. There were no patient complications and the patient was fine.